Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that the tlc55 instrument was reloaded, it did not fire completely. Another instrument was used to complete the case. There was no consequence to the pt.